Event description:
The infant was distressed and inconsolable. The increased movement at the infant line caused it to break at the hub site from the catheter.

Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence. The tensile force and elongation were within spec. Catheter tube sever.